Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was observed to have five months remaining currently, and ten months remaining approximately one month prior. Technical services (ts) reviewed noting no setting changes or increased interrogations or events occurred however there was a recent capacitor reformation and could be due to the timing associated with that. Additionally, the frequency of capacitor reformations increases to every 30 days at six months remaining. Ts recommended to consider an interrogation in two weeks to determine if the battery status has stabilized. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced with a new device. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was observed to have five months remaining currently, and ten months remaining approximately one month prior. Technical services (ts) reviewed noting no setting changes or increased interrogations or events occurred however there was a recent capacitor reformation and could be due to the timing associated with that. Additionally, the frequency of capacitor reformations increases to every 30 days at six months remaining. Ts recommended to consider an interrogation in two weeks to determine if the battery status has stabilized. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced with a new device. A return request is being sent to the field. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was observed to have five months remaining currently, and ten months remaining approximately one month prior. Technical services (ts) reviewed noting no setting changes or increased interrogations or events occurred however there was a recent capacitor reformation and could be due to the timing associated with that. Additionally, the frequency of capacitor reformations increases to every 30 days at six months remaining. Ts recommended to consider an interrogation in two weeks to determine if the battery status has stabilized. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.